Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. The reported events could not be confirmed or substantiated through investigation. This report will be updated should additional information be provided. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. The pump passed all tests performed. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope; no visual damages were found upon inspection. Under microscope examination it was observed that the outer tube of both cylinders was worn that was result of wear against the input tube. There was no input tube (white) sleeve was present on both krt. Both cylinders passed all tests performed. Product analysis was unable to confirm the reported events. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: no further actions are considered necessary and the complaint investigation conclusion code is no problem detected.

Event description:
It was reported that the patient experienced mechanical issues with this inflatable penile prosthesis (ipp) pump related to inflation. It was noted that the device would not inflate completely, and when it inflated, then it would not deflate. A replacement surgery was performed, the cylinders and pump of the existing ipp were removed and replaced with a new ipp components. There were no patient complications reported.

Event description:
It was reported that the patient experienced mechanical issues with this inflatable penile prosthesis (ipp) pump related to inflation. It was noted that the device would not inflate completely, and when it inflated, then it would not deflate. A replacement surgery was performed, the cylinders and pump of the existing ipp were removed and replaced with new ipp components. There were no patient complications reported.